Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-11685. It was reported the pt has been experiencing soreness at the extension site. It was also reported a portion of the extensions are superficial. The pt has discussed the issue(s) with her doctor, and the next course of action is unk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.